Event description:
A customer reported that a product failure code 812:00 occurred during biomed testing. No incident reports have been filed since the last baxter service event. A 200ml bag was being used during the testing of 10ml of solution at a 200ml infusion rate. The tubing being used was requested with the device.